Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim discolored display screen. This report is made based on the results of an investigation completed on 03/06/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 03/06/2014 with the following findings: the display screen was dim and discolored. The bolus button cover is torn. (B)(6).